Event description:
The peel-away introducer sheath has a clear diaphragm at the distal end. The diaphragm split into 2 pieces as peeled apart however one half of the diaphragm disengaged from 1 half of the sheath. The disengage piece landed in the open pacemaker pocket. It happened with 2 devices from the same lot during the procedure.